Manufacturer narrative:
The investigation of the returned coil system confirmed the implant coil was stretched and detached from the pusher. No evidence of activation using a detachment controller was found on the pusher's heater coil, and the monofilament had a non-mushroom profile, which is consistent with an implant coil detachment due to the application of tensile force.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral embolization procedure, the embolization coil detached inside the microcatheter. The coil and the microcatheter were removed. There was no reported patient injury or additional intervention. The patient's condition is reported to be "stable."